Event description:
The account alleged a pt fell to the floor from the bed. Doctors were examining the pt and the left foot siderail unsnapped and the pt rolled to the side onto the floor. No injuries were reported.

Manufacturer narrative:
The technician inspected the siderails thoroughly and could not duplicate the alleged failure.